Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced an ¿unable to proceed¿ error during supply change, which occurred after the user attempted the procedure twice and was disconnected; after guidance to perform the supply change with new supplies, the change was successful, and the user believed the connector had not been attached correctly. No clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation of this case revealed a mechanical problem, with mechanical issues identified during troubleshooting that were resolved by correctly attaching the connector and using new supplies. It was concluded, based on previously established findings for similar reports, that the cause was manufacturing deficiency.